Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod in the bd plastipak¿ concentric luer lock syringe broke during use. The following information was provided by the initial reporter, translated from (B)(6): "during use, the base of the syringe broke, making it difficult to use the syringe."

Manufacturer narrative:
H.6. Investigation: one photo sample was provided to our quality team for investigation. Upon visual inspection, the thumb press was observed to be broken. A device history record review found no non-conformances associated with this issue during production of lot 2111031. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment.

Event description:
It was reported that the plunger rod in the bd plastipak¿ concentric luer lock syringe broke during use. The following information was provided by the initial reporter, translated from french: "during use, the base of the syringe broke, making it difficult to use the syringe."